Event description:
It was reported via repair work order that the patient right side pedal was broken in half and sharp edges were exposed. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.